Event description:
A surgeon reported that trocar was leaking during a pars plana vitrectomy. No patient harm was reported.

Manufacturer narrative:
The investigation is in progress. The deice history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause will be assessed upon completion of the investigation. (B)(4).